Manufacturer narrative:
Rs-oa knee stimulator has been returned and met all applicable quality assurance criteria and specifications. Rs-oa operation manual contraindications specify "do not use the device if you are a cardiac demand pacemaker." Prescribing physician is (B)(6).

Event description:
Pt claims use of the rs-oa knee system stimulator interfered with implanted cardiac pacemaker resulting in transient heart rate changes. Pt was using the stimulator for their initial treatment but suspended the treatment after a few minutes when heart rate changes was observed. Pt said the implanted pacemaker was affected by the knee stimulation treatment. Pt did not suffer any further effects or any injury. Pt consulted with his cardiologist, did not use the stimulator further and returned the knee stimulator system.